Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a veletri infusion was interrupted due to continuous air-in-line alarms in two of the patients cadd pumps. Both alarming air-in-line despite changing cassettes twice with no visible air in line. The nurse assisted with troubleshooting, the pumps rebooted and immediately alarmed air in line without trying to deliver a dose. The following day, after the pumps had been without batteries for over 10 hours, and they were able to restart it and were able to operate using the same cassette that had previously alarmed. There was patient involvement, but no patient harm/adverse event reported.